Manufacturer narrative:
The device was received with the cannula not deployed. During the investigation, the ratchet gear was manually advanced, and the cannula assembly successfully deployed. The download data indicates that the device ran 43 pulses and was deactivated at pulse 43. No issues were seen with the device. Based on the investigation the device functioned as intended and was deactivated before running enough pulses to deploy.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy as intended at activation.